Manufacturer narrative:
D10 concomitant product: 118-60, 118-60 safety flex cuffed 6.0mm x10 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during tonsillectomy, the nurse anesthetist warned the ent (ears, nose and throat) surgeon that there was a leak in the breathing tube. They planned to re-intubate the patient after cauterization of the first tonsil when suddenly with the use of the non-medtronic electric scalpel, the oral cavity catches fire around 10cm. It was extinguished with a sterile physiological serum. The lead was removed and patient was re-intubated immediately. There was burn in the patient's mouth with extension in trachea, bronchus and lungs. The hospitalization was extended, and the patient remained in the ICU (intensive care unit) under sedation.

Manufacturer narrative:
Additional information: d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found that no impaired functionality was detected. All required tests per the valleylab ft10 pt00156279 service manual passed. The monopolar 1 receptacle remains active (colored yellow and blue, not greyed out) without an instrument inserted in the receptacle. It was reported that there was burn in the patient's mouth and fire on the operating room. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of monopolar 1. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.